Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain") and genital haemorrhage ("abnormal bleeding/bleeding") in an adult female patient who had essure (batch no. B61396, c03089) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding (not recovered prior to essure), menorrhagia (not recovered prior to essure), uterine bleeding, vaginitis, yeast vaginitis, chronic cervicitis and dysfunctional uterine bleeding. Concomitant products included biotin, lisinopril from 2013 to 2014 and vitamins, other combinations. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea off and on at night"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("low back pain") and dysstasia ("more uncomfortable after standing for long periods"). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced anaemia ("anemia"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst") and vaginal discharge ("vaginal discharge") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids") and weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and scar ("scarring"). The patient was treated with ibuprofen, physical therapy (heating pads) and surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, ovarian cyst, uterine leiomyoma, back pain and dysstasia had resolved, the scar, nausea, dysmenorrhoea, vaginal discharge and weight increased outcome was unknown and the anaemia was resolving. The reporter considered anaemia, back pain, dysmenorrhoea, dysstasia, genital haemorrhage, menorrhagia, nausea, ovarian cyst, pelvic pain, scar, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right: lot number c03089, expiration date (B)(6) 2016. 1 number of coils on the left and 1 number of coils on the right diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine fibroid, endometrial polyp, pelvic pain lot number:b61396 manufacture date: 2013-08-24 expiration date: 2016-08-31. Lot number:c03089 manufacture date: 2013-12-03 expiration date:2016-12-31 . Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended on (B)(6) 2019 for the following reason: in previous follow up postal code (B)(6) was wrongly captured due to which report was failed. Correction done and postal code was updated to (B)(6). No new follow-up information was received from the reporter. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain") and genital haemorrhage ("abnormal bleeding/bleeding") in an adult female patient who had essure (batch no. B61396,c03089) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding (not recovered prior to essure), menorrhagia (not recovered prior to essure), uterine bleeding, vaginitis, yeast vaginitis, chronic cervicitis and dysfunctional uterine bleeding. Concomitant products included biotin, lisinopril from 2013 to 2014 and vitamins, other combinations. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea off and on at night"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("low back pain") and dysstasia ("more uncomfortable after standing for long periods"). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced anaemia ("anemia"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst") and vaginal discharge ("vaginal discharge") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids") and weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and scar ("scarring"). The patient was treated with ibuprofen, physical therapy (heating pads) and surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, ovarian cyst, uterine leiomyoma, back pain and dysstasia had resolved, the scar, nausea, dysmenorrhoea, vaginal discharge and weight increased outcome was unknown and the anaemia was resolving. The reporter considered anaemia, back pain, dysmenorrhoea, dysstasia, genital haemorrhage, menorrhagia, nausea, ovarian cyst, pelvic pain, scar, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right: lot number c03089, expiration date dec-2016. 1 number of coils on the left and 1 number of coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine fibroid, endometrial polyp, pelvic pain. Lot number: b61396, manufacture date: 2013-08-24, expiration date: 2016-08-31. Lot number: c03089, manufacture date: 2013-12-03, expiration date:2016-12-31. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended on 10-may-2019 for the following reason: in previous follow up postal code (B)(6) was wrongly captured due to which report was failed.correction done and postal code was updated to (B)(6). No new follow-up information was received from the reporter. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain") and genital haemorrhage ("abnormal bleeding/bleeding") in an adult female patient who had essure (batch no. B61396, c03089) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding (not recovered prior to essure), menorrhagia (not recovered prior to essure), uterine bleeding, vaginitis, yeast vaginitis, chronic cervicitis and dysfunctional uterine bleeding. Concomitant products included biotin, lisinopril from 2013 to 2014 and vitamins, other combinations. On (B)(6)2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea off and on at night"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("low back pain") and dysstasia ("more uncomfortable after standing for long periods"). In 2015, the patient experienced anaemia ("anemia"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst") and vaginal discharge ("vaginal discharge") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids") and weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and scar ("scarring"). The patient was treated with ibuprofen, physical therapy (heating pads) and surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, ovarian cyst, uterine leiomyoma, back pain and dysstasia had resolved, the scar, nausea, dysmenorrhoea, vaginal discharge and weight increased outcome was unknown and the anaemia was resolving. The reporter considered anaemia, back pain, dysmenorrhoea, dysstasia, genital haemorrhage, menorrhagia, nausea, ovarian cyst, pelvic pain, scar, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right: lot number c03089, expiration date dec-2016. 1 number of coils on the left and 1 number of coils on the right diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Hysterosalpingogram - on (B)(6)2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine fibroid, endometrial polyp, pelvic pain most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), anemia, reproductive system disorder or condition type of disorder or condition: ovarian cysts, uterine fibroids, nausea,dysmenorrhea (cramping), pain, vaginal discharge, weight gain were added, outcome of the events were updated. Lot number received. Medical history was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and scar ("scarring"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and scar outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and scar to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.